Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps (fbf) released the steel cables. The instrument was replaced and there was no harm to the patient. The procedure was completed with no reported injury.